Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call pt called to get assistance setting up a reprogramming appointment. Pt reported they were getting stimulation in areas that pt was not supposed to. Pt said they have 2 leads. One lead was supposed to stimulate and give relief on the left side of abdominal area. Pt said that one was working they would say 80%, was working but not like it used to. The other lead was supposed to stimulate the lower back. But pt had been getting stim on both legs instead. Pt noticed the issue perhaps like a couple of months ago, maybe 3 months ago. It became really bad now. Asked if pt had any falls. Pt said yes, pt had a fall. Pt saw a lady from medtronic after the fall and they did an MRI to ensure that the leads were ok. Everything was ok. The rep was not aware of the issue because things got worse as the time went by. A couple of weeks ago pt called the rep ruben and the rep said they were going to have someone contact the pt but pt never heard back. Reviewed the role of patient services in contacting the rep. Pt was redirected to hcp. Pt also mentioned they will be having a surgery in the next month or so. Redirected caller: patient's hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). The cause was not reported. Steps taken to resolve the issue was calling the technician, who resolved the issue. Weight was not reported.

Manufacturer narrative:
G4: correction made to include PMA. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.